Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient presented with right chest pain. There was no additional patient information at the time of this report. The patient was not treated on the first I-stat result. The patient was discharged (B)(6) 2016. The customer states that product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/22/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na